Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump would not stop advancing during the fill tubing process. Customer stated the insulin pump alarmed max fill reached. The customer also reported the buttons were unresponsive to clear the alarm. Customer also stated a button error alarm occurred on the insulin pump. The customer's blood glucose was 187 mg/dl. The customer also reported the buttons were sticking on the insulin pump. Customer was able to get the buttons to respond intermittently by the end of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.